Event description:
The patient reported that the pod became unusually hot while in use and began leaking. He noticed wetness at the pod site (abdomen) and, upon checking, noted that the pod was actively leaking fluid. The patient removed the device. The affected area on the skin turned red and produced a burning sensation. The patient confirmed that the pod had not been exposed to solvents and that the pod's appearance was normal. Blood glucose levels were not reported. Medical assistance was not required.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.5 hardware: iphone15.3 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.